Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented n clinic. During device interrogation it was noted that the right atrial lead noise lead to inappropriate mode switch. Noise was reproducible in clinic with isometrics. The lead was reprogrammed. The patient was stable.